Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased to high undefined impedance and possible fracture on the right atrial (ra) lead. There was also noise on the lead. The device was reprogrammed to vvir mode at 60 beats/minute. Lead revision is planned but no date has been set. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.